Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports there is zero vaulting with refractive change over time. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2 vicm5_13.2 -6.50 implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The surgeon reports there is zero vaulting with refractive change over time. On (B)(6) 2023, the lens was replaced with a longer length lens. This resolved the problem. Claim#: (B)(4).